Event description:
It was reported that the pt could not charge the neurostimulator efficiently. Interrogation of the device showed no coupling bars. Attempts to adjust with the antenna and with the antenna locator feature (maximum value obtained was 40) were unsuccessful and no coupling was obtained. A new recharger was then used and the procedure repeated with the same results seen. X-rays taken showed the extension was twisted several times, but the position of the device was unable to be obtained. The pt was taken to the operating room on (B)(6) 2011 where the pocket was opened. It was noted that the neurostimulator had flipped (metal side facing up) and that the extensions had twisted several times. The physician removed the device from the pocket and untwisted the extensions. The impedances were checked and all were within normal range except electrode #15 which was not used in any of the programmed settings for the pt. It was suggested that the extensions be replaced but the physician decided to leave the current ones in place. Post operatively the pt received excellent stimulation. Recharge coupling showed 6 out of 8 bars obtained which was likely due to presence of the dressing over the device. The issue was considered resolved.

Manufacturer narrative:
(B)(4).